Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead has migrated out of the epidural space and is lifting off the dura. It was also reported the patient is still receiving effective stimulation; however, surgical intervention was scheduled to reposition the lead. No additional information is available at this time.